Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 500 mg/dl, 127 mg/dl and 195 mg/dl when all tests were performed within 10 minutes on the active s system. No action were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.